Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had insulin flow blocked alarm. Customer¿s blood glucose level was 126mg/dl. Customer will continue to use his pump until he receives a replacement pump.